Manufacturer narrative:
B3: exact date unknown, event occurred many years ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.